Manufacturer narrative:
Concomitant medical products: product ID: 37752,serial# (B)(4). Product type: recharger. Product ID: 37743, (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2011, product type: lead. Product ID: 37791, product type: recharger. Product ID: 37743, serial# (B)(4), product type:programmer, patient. (B)(4).

Event description:
It was reported that the patient recharged every three to four weeks and has never had trouble recharging before, but now the coupling boxes didn¿t appear. The patient was able to turn the implantable neurostimulator (ins) on/off with the implantable neurostimulator recharger (insr). A communication problem was reported. The patient found a hole in the recharge antenna and wires were exposed. A broken external antenna was reported. No medical or therapy problem was reported. No device returned. The patient called back after receiving a new antenna for the recharger but the recharger was still not communicating with the ins. A communication problem was reported and the patient was getting poor communication. The patient tried using the patient programmer (pp) but the pp was saying the batteries were dead. New batteries were put in the pp but it wouldn¿t communicate with the ins either. The patient hadn¿t been able to recharge in three weeks and he usually recharged every three to four weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.